Event description:
Following implant surgery, patient reported experiencing migraines and blurred vision. Per patient, vns was turned on and patient was given a steroid for the migration. No additional relevant information has been received to date.